Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on 17nd of october 2019 and surgeon noticed epithelial ingrowth in both eyes with some erosion on the periphery of the flap tissue on surgery day. The flaps were lifted and washed with balanced saline solution (bss). Surgeon removed the sub-epithelial layer by performing a secondary pass on the same day of surgery. Surgeon prescribed cortical steroid drops, antibiotic drops and tear drops. At one week post-op the patient is doing well with no loss of visual acuity (va). All the information available were submitted.